Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert for high pacing impedances out of range was observed for this right ventricular (rv) lead. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.